Event description:
Post-surgery pt felt great. 5 months post-op pt had increased pain in lumbar region with increased difficulty with ambulation, limping, and unable to sit longer than 15-20 mins at one time. Standing for a period of 10 mins or more increases pain in back. Pt also reports increased fatigue, painful swollen joints in upper extremities and continued back pain which requires pain medication daily.